Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure after opening the enseal g2, the generator showed ready. He grasped the tissue, he activated it. After 1-2 seconds activation, error signal "reactivate and reposition of the jaw" shown. He tried two times again, the same things happened. He assured that the jaw had tissue. He asked a nurse to use gauze to clean the jaw and put inside the tissue to try again. Once he put it into the tissue and activated a sparking cause at the proximal end of the tip. He stopped using it and examined the jaw, a small black char was found inside the jaw. The nurse tested it again and activate in a wet gauze outside the patient, same thing happened. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received in good visual condition. Upon inspection it was noticed that the ptc was damaged. Testing found a short on the device on the lower jaw and electrode, resulting in a yellow message screen "reposition jaws and reactive" is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). No conclusion could be reached as to what caused this issue.